Manufacturer narrative:
Philips service reset the hv cabinet and restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray generator was unreachable; velara generator issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.